Event description:
It was reported that, revision surgery was performed. 2 stage procedure as likely to be infected. Primary surgery was performed on (B)(6) 2022 with ascend flex and reverse ii implants. All implants were removed and pictured. A cement spacer was placed in.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Additional information added in b5 (executive summary). The reported event could be confirmed. The device was not returned but evidence was provided, which matches the alleged failure. A device inspection was not possible since the affected device was not returned. From the provided pictures taken just after the devices explantation (soiled implants), we can observe the presence of soft tissues on the removed sphere and stem. No additional information could be observed. Since data, pictures of the extracted implants and x-rays were provided, the opinion of a medical expert was sought and stated as follows the images show the bone resorption clearly. Since the resorption is at the articular side of the bone only (the most proximal part of the humerus and most medial part of the glenoid) it is very suspect for infection. The pattern of bone resorption is consistent with a chronic infection. The implants are well-positioned and well-fixed in the remaining areas with implant-bone contact, as shown by the bone apposition on the humeral component device after extraction. Chronic infection is the most likely root cause of the bone resorption, no loosening, however. In most cases skin bacteria that are introduced during the initial surgery (such as most commonly cutibacterium acnes in males) are the cause of such infections. It is known that typically after several years these infections may become clinically active. Please note that we have no proof of living bacteria since there is no report of any intraoperative cultures that are usually taken. Therefore, root cause of the infection cannot be clearly determined here. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine clearly the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that, revision surgery was performed. 2 stage procedure as likely to be infected. Primary surgery was performed on (B)(6) 2022, with ascend flex and reverse ii implants. All implants were removed and pictured. A cement spacer was placed in.it was further reported, the patient had pain and surgeon ordered x-rays (these were attached in my submission) and surgeon noticed bone reabsorption. Did not expect infection as no pathology tests indicated it. However in revision surgeon there was strong evidence of infection with pus and infected tissue.